Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap inguinal hernia repair, the ballons (syringe part) were not expanding properly during the procedure. No patient is involved. The surgeon used new product to correct the problem.